Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to impedance fluctuations on the right ventricular (rv) lead. During a visit, noise was observed. X-ray showed no signs of damage. The rv lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that another patient alert was triggered due to short v-v intervals and rv lead pacing impedance variation.